Manufacturer narrative:
Placing the implant incorrectly and needing to perform additional surgery poses a risk for the patient and also a risk of damaging the implant. As of submitting this report we still haven't received confirmation of when the device will explanted. As soon as we have received the device back for investigation we will amend this report with our investigation findings. Based on the currently available information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
During fitting of sound processor, it was noted the sound processor retention magnet repelled rather than attached to the implant magnet. After testing with several different magnets, the issue persisted. Revisoin surgery is planned to detmerine if the implant has been placed wrongly or if it is a device malfunction and needs to be replaced.

Event description:
During fitting of sound processor it was noted the sound processor retention magnet repelled rather than attached to the implant magnet. After testing with several differnt magnets the issue persisted. Revisoin surgery is planned to detmerine if the implant has been placed wrongly or if it is a device malfunction and needs to be replaced.

Manufacturer narrative:
Placing the implant incorrectly and needing to perform additional surgery poses additional risk for the patient. The explanted device was found to be fully functional and we have concluded that the surgeon deviated from the surgical instructions and placed the device upside down. We have informed the clinci accordingly. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.